Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. There was no damage on the keypad assembly. The inspected lcd connector and no unlocked connector. The insulin pump passed the functional testing, including the operating currents measurement, self test, a 21 error test, displacement, rewind, basic occlusion, occlusion, prime test, a 33 and excessive no delivery test. There was no constant tone or audio beep anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. None of the buttons were working. They had changed the battery, but it did not resolve the issue. It was also reported that the device was beeping. The time on the clock advanced when monitored for one minute. The customer's blood glucose during the incident was 4 mmol/l. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.